Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further as due to "after therapy done by sick caregiver". The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the day of peritonitis diagnosis, the patient was hospitalized for the event. The day following event onset, the patient was treated with cefazoline injection (once daily, intraperitoneal, ongoing) and ceftazidime injection (10ml, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy and temporary hemodialysis was ongoing. It was not reported if the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.